Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was requested and the following was obtained: when there was the audible tone error, did the generator display any messages and if so what were the messages? The sales rep. Has not been able to respond. What did the device do when it locked? The device was shut down and restarted. Did the jaws lock open? No. Did the jaws lock closed? No. If yes: did the surgeon attempt to manually open the jaws with his fingers? Was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Manufacturer narrative:
(B)(4). Date sent: 4/28/2016. Pt and device info: information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a nephrectomy procedure, the coagulating shears enseal presented a malfunction and was required use of another shear to continue the procedure. There were no adverse consequences for the patient.